Manufacturer narrative:
The patient effect of allergic reaction, as listed in the IFU is a known adverse event associated with coronary stenting. The IFU states that the promus stent is contraindicated for use in patients with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. It is unknown if the possible allergic reaction is related to the stent implant material, or side effects associated with medications prescribed to the patient. The second promus everolimus eluting coronary stent system is being filed under the same MFR number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a female patient with two promus stents (3.0x23 mm and 2.75x18mm) implanted in 2009, returned due to thrombocytopenia, three days later. The physician stopped the patient from taking plavix, and then stopped the aspirin three days later, due to the patients platelet level being very low. The patient underwent extensive plasmaphoresis one month ago. (About two weeks after stent placement). The patient continues to have thrombocytopenia even though the offending agents are long gone. Thrombocytopenia and anemia continue. The only drug that is left in her body is the everolimus. The physician believes the patient is having some kind of allergic reaction but it is not clear if its due to the two promus stents at this time. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.